Event description:
The customer reported that the heartstart xl did not show that it was charging when the battery was in and would not turn on when on ac power. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).